Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. Customer stated the pump alarmed low battery, she exchanged the battery and the pump alarmed error. Customer realized she put the battery wrong and tried opening the battery cap but it was not possible, the cap was locked. No further details are given. The product was not returned for analysis.